Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated mid lad with two xience v stents. The following year, the patient was hospitalized for chest pain and early cardiogenic shock. Angiogram revealed non-target multi-vessel disease and a patent study stent. Four stents were placed within the non-target vessels as treatment along with a dual chamber automatic internal cardiac defibrillator. The patient was discharged the following month. The patient developed complications and was readmitted to the hospital two months later, and was diagnosed with a q-wave mi and was sent to the cath lab. The patient became bradycardia, apneic and hypotensive. CPR, fluids, intubation, intra-aortic balloon pump (iabp), and pericardiocentesis were performed. There was also a hemoglobin drop of > 5g/dl. After an hour and a half, the patient expired. Cause of death was not reported. The is no additional information.

Manufacturer narrative:
Hemoglobin drop of > 5g/dl. The other xience v (incident description) is being reported under the same manufacturer report number.